Manufacturer narrative:
The following information was inadvertently excluded from the initial MDR: the generator product analysis results was inadvertently excluded from the initial MDR.

Event description:
Product analysis was completed on the patient's generator on (B)(6) 2016. The device output signal was monitored for more than 24 hours while the pulse generator was in ta simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator. No anomalies were found. The report of erratic stimulation was not replicated.

Manufacturer narrative:
The following statement was inadvertently excluded in the initial MDR: the generator was received for product analysis; however, product evaluation has not been completed to date. If follow-up, what type, in supplemental MDR report #1, the correction box was inadvertently selected while the additional information box was inadvertently not selected.

Event description:
The generator was received for product analysis; however, product evaluation has not been completed to date.

Event description:
High impedance >10,000 ohms was detected on the patient's generator. The patient was experiencing erratic stimulation and discomfort in the upper chest. Her settings were decreased to address her discomfort. The patient underwent a generator and lead replacement surgery on (B)(6) 2016. The patient's lead was reportedly discarded. No additional relevant information has been received to date.